Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by factors such as the coating part being rubbed against a hard object during use or reprocessing. The event can be detected/prevented by following the instructions for use which state: before use, check that the hook and coil sheath are not corroded (microscopic holes, dents, discoloration, etc.) And that there is no abnormality in the operational feel. Using this product with corroded hook or coil sheath may cause the hook or coil sheath to fall off. During use, always check the endoscopic image to confirm that there is no abnormality in the tip and that there is no abnormality in the operability. In the unlikely event that the hook or coil sheath falls off during use, please retrieve it with grasping forceps. Do not squeeze, wipe, or rub the rotating clip device. It may led to damage or deterioration of the function of the rotating clip device. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rotatable clip fixing device¿s control wire tip black coating was peeling. The issue was found during preparation for use. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.